Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that tones were emitted when it comes to this implantable cardioverter defibrillator (ICD). The patient had gone in to the hospital for review and no change was noted when it comes to the device battery. Prior to the procedure to explant the ICD it was noted that the pace impedance measurements had increased and a rise in pacing thresholds was noted when it comes to the right ventricular (rv) lead. A new system was thus implanted. The ICD and rv lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.